Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that their heart rate went below below set parameters on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.